Manufacturer narrative:
This event was confirmed as manufacturing related due to the leak being less than 0.5 inches from the bifurcation. Inspector received a silicone temperature sensing catheter with a cut inlet tube and a sample port connector. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile: unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. Recommended inflation capacities- 3cc balloon: use 5cc sterile water. 5cc balloon: use 10cc sterile water. 30cc balloon:use 35cc sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations."

Event description:
It was reported that water leakage was found from the catheter. Per sample evaluation, it was found that there was lumen to lumen leakage from the drainage lumen.